Manufacturer narrative:
Information was received by letter from the surgeon. This was determined to be reportable per edwards lifesciences procedures. Device will be returned for evaluation, and the customer will be informed of the results by letter upon evaluation completion. Device history record (DHR) review has been started. No additional information is available.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned from the operative report, that the device was explanted, due to an unsuccessful ring repair. Per the operative report, "a small triangular resection was done and annuloplasty was done, and the repair actually did look pretty good intraoperatively. We went ahead and closed the atriotomy. After de-airing, we came off bypass and noted that there was about 2-3+ mitral regurgitation. Therefore, we went back on bypass, crossclamped, gave cardioplegia again. This time we decided to replace the valve."

Manufacturer narrative:
Evaluation summary attached: suture track was detected at the free margin of leaflet 1 and 3 at commissure 1. Indentations in the free margins typical to those made by a suture loop. A suture most likely looped over commissure 1. No inconsistencies detected or in the x-ray. X-ray.

Event description:
It was reported that this patient was in cardiogenic shock with triple vessel disease and ischemic mr. With high risk consent he was taken up for surgery in 2009. On beating heart CABG was performed. Pt later went on cpb, mitral valve was replaced, closed the la & came off cpb. Tee showed severe mr as one cusp was not closing. Pt went on cpb again, opened the la and the valve was inspected. One cusp was incompetent and the device was then replaced with a low profile valve.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. The device has yet to be received; therefore, no evaluation has been performed.